Event description:
The report received indicated that after a successful stent and post-dilation balloon procedure of a lesion in a saphenous vein graft (svg) to the left anterior descending (lad), the cardiologist tried to remove the 300 cm atw wire, but the wire could not be withdrawn. Severe vascular spasm of the distal lad in the apex of the heart would not allow the atw wire to be removed. After using a twinpass wire exchange catheter on the atw wire to verify the wire was not under or through a stent strut and the tip of the wire was not prolapsed in the apex of the heart; nitroglycerin was given to help alleviate the vascular spasm. The vascular spasm did not adequately subside and when removing the atw wire, the distal tip remained in the pt. The fractured section was lodged in the distal lad in the apex of the heart. The wire separated at approx 3 cm from the distal end, leaving the distal radiopaque tip in the pt. Numerous unsuccessful attempts were made to recover the tip of the wire with a snare. The pt had bypass grafts and extensive coronary disease, and subsequently went on to receive coronary bypass surgery at which time the tip of the wire was removed. The pt has recovered and is doing well. Add'l info indicated some resistance was encountered due to the vascular spasm in the distal lad. There were no other problems or anomalies encountered during the procedure.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.